Event description:
Infection: customer stated one week post-op a pt had an infection on the suture line. Further states that md used vicryl on a subcuticular closure. Rep states that doctor was not claiming that the suture caused the infection but could have contributed/execerbated. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could reoccur.